Event description:
On (B)(6) 2013, during an endovascular aneurysm repair procedure a gore excluder aaa endoprosthesis was introduced from left side over gore dryseal sheath and was placed and ballooned correctly. Another aortic introducer sheath (st. Jude/(B)(4)) was introduced from the right side. When pushing aortic introducer sheath (st. Jude/(B)(4)) inside, the gore excluder aaa endoprosthesis moved up for 5-8mm. Left renal artery was covered. As a reintervention the physician tried to implant a stent into renal arteries via femoral and brachial access without success. A retroperitoneal bypass from iliac to renal artery was performed.

Manufacturer narrative:
Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore excluder endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to component migration.